Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmission revealed episodes non-sustained oversensing due to myopotential oversensing. Programming changes were discussed, no intervention was performed. The patient's condition was stable.

Event description:
New information noted that the recommended programming changes were made.